Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), per an email received by the physician, the patient has a 26mm sapien 3 valve which was implanted in the aortic position via transfemoral approach. Approximately 10 months 20 days post implant, there is a persistent mobile echodensity on the valve. There is no evidence of recent embolic event. The patient had minimal symptoms, with reported tia months back and some shotness of breath. The patient was maintained on warfarin, however this echodensity remained as demonstrated on recent tee. Otherwise the valve seemed to be functioning normally. Due to concerns for possible embolization, the patient was evaluated for surgery and was admitted so that warfarin can be held and bridged with heparin. The patient was scheduled to undergo surgery.

Manufacturer narrative:
Correction to h6 due to additional information received. Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, per report, the mobile echodensity on the thv was found to be a torn native leaflet. The exact cause of this event cannot be confirmed. However, it is possible that during valve deployment, the native leaflet became torn and protruded through the frame of the valve. The patient had surgery to have it excised but the thv was not explanted as it was functioning as expected. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.